Manufacturer narrative:
The device was still in use; therefore, no evaluation of the device could be performed. No further information has been ascertained in relation to the patient's status. If further information is obtained in the future, a follow-up report will be submitted.

Event description:
First PICC s/l demonstrated early signs of phlebitis. The md instructed primary care rn to apply heat for one hour and discovered mild improvement from the vein. The catheter is currently in place until further evaluation. The catheter was inserted on (B)(6) 2018 and trimmed to 12 cm.